Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the information obtained from this complaint and the investigation results did not lead us to identify the cause of the occurrence. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that the bronchofibervideoscope displayed dirt on the light guide lens. There were no patients involved.